Manufacturer narrative:
Luxation/dislocation of the medial poly insert was reported. Revision surgery occurred to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Luxation/dislocation of the medial poly insert was reported. Revision surgery occurred to exchange the poly inserts.